Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "8 broken power cords for customer (B)(6). Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: no. Death / serious injury: no. Human harm: no. " additional information was received on nov.10th, 2015: "which part of the power supply is broken, the plastic part which connects to the pumps power socket or the pins connected to the wall outlet: plastic part of the power source you connect to the wall outlet. Please provide full details regarding the circumstances which led to the power supply breakage: during insertion/disconnection of the power supply: yes; was a splitter used or was it connected directly to the pump: no; was it twisted: no; was it hard to connect/disconnect it from the pump: no; was it dropped or left on the floor: no; who connected/disconnected the power supply when the breakage occurred (staff member/patient/bio-med/other): staff member; was an alternative power supply tested in order to charge the pump: yes; if so did the pump charge with the alternative power supply: yes. " after re-evaluated before closing, the event marked as reportable on dec.24th, 2015.